Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device became mal positioned during a walk, the resolution for this issue is unknown. Additionally, the patient developed increased white count and was treated for infection. The patient also experienced renal failure and was treated with continuous renal replacement therapy. Also, the patient had an esophageal tear, this was treated by clipping the tear and the bleeding was resolved. An upper/lower gastrointestinal bleed was reported with no resolution specified. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.